Event description:
Nurse started IV but no pt blood return even though nurse felt it was in the vein. Nurse withrew needle and blood flowed back through hub which had 1/8 inch long piece of plastic, like the catheter in it. IV dced and nurse checked the remainder of the device for defects and length. No other defects noted and length same as new one.